Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an scs system including an ipg and two percutaneous leads. It was reported that she is experiencing intermittent communication between the ipg and charging system. In an effort to resolve this matter, a new charging system was shipped to the patient. Follow-up on this issue found that the alleged problem persists with use of the replacement charging unit. An appointment has been scheduled for further interrogation.